Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the event for review. Through analysis of those electronic records, physio verified the reported issue. Physio observed that the device lost power inappropriately twice. The battery pins were replaced as precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while monitoring a patient, the display went blank for approximately 30 seconds and then came back on. This occurred while the user was using an electro-surgical machine and the device was using ac power. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, patient information was not available at the time.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that while monitoring a patient, the display went blank for approximately 30 seconds and then came back on. This occurred while the user was using an electro-surgical machine and the device was using ac power. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, patient information was not available at the time.

Manufacturer narrative:
The customer responded to physio-control's request for additional information. As a result, sections as well as have been updated. The customer advised that during the reported event medical personnel were using their device to deliver a shock to the patient, with the intent of inducing a ventricular arrhythmia in order to test the patient's implantable device (ICD). A subsequent rescue shock was also delivered to the patient successfully. The customer also advised that there were no adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that while monitoring a patient, the display went blank for approximately 30 seconds and then came back on. This occurred while the user was using an electro-surgical machine and the device was using ac power. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, patient information was not available at the time.